Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On 26-feb-2016, an fse conducted follow-up with the customer over-the-phone to address the reported event. The fse performed troubleshooting with the customer and assisted the customer with deleting tests from the non-barcode screen. They also assisted the customer in usb back up procedure. The customer was able to resolve the issue and the instrument was operational. There was no further action required by fse. The most probable cause of screen locking up was due to operational error.

Event description:
On (B)(6) 2016, a customer reported that the screen was locking up during calibration with the a1a-900 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting estradiol and luteinizing hormone (lh) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.